Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a broken force sensor was detected during seating or regular delivery error alarm. The blood glucose level of the customer was unknown at the time of the incident. The customer stated that they were unable to clear the alarm. The insulin pump will not return for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm error 35 due to critical pump error (open book image) alarm. The motor was tested outside of the device and passed.